Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history cannot be performed, due to the lot number not being provided. The investigation was unable to determine the conclusive cause for the reported difficulties; however, the subsequent treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath, after a percutaneous coronary intervention procedure. Reportedly, a non abbott closure device was attempted unsuccessfully. A proglide device was attempted; however, the plunger would not fully engage and became jammed in the device. The plunger could not be disengaged from the device. The device was carefully removed from the patient anatomy with the footplate in the open position; however, tissue damage occurred. A deep angle access was used and another non-abbott closure device was placed; however, bleeding continued as hemostasis was not fully achieved. A femostop was used to stop the bleeding and achieve complete hemostasis. The patient returned two days post procedure to another hospital with a clot at the access site, which was addressed with vascular surgery. No additional information was provided.